Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was coming out and when the user checked the cuff part, water was coming out. It was stated that the event happened 7 days after placement and there was no balloon rupture or tear. It was unknown where the water leaked from because the event was catheter fell out. No materials were in contact with the catheter and the catheter was inserted by hand. It was unknown what materials were in contact with the catheter balloon. The patient did not have urine stone and the catheter was not pulled. Per follow up information received via ibc on 01 aug 2022, it was stated that the customer did not provide information about whether the water was leaking from the balloon and whether there were any holes or tears in the balloon.

Event description:
It was reported that the foley catheter was coming out and when the user checked the cuff part, water was coming out. It was stated that the event happened 7 days after placement and there was no balloon rupture or tear. It was unknown where the water leaked from because the event was catheter fell out. No materials were in contact with the catheter and the catheter was inserted by hand. It was unknown what materials were in contact with the catheter balloon. The patient did not have urine stone and the catheter was not pulled. Per follow up information received via ibc on 01aug2022, it was stated that the customer did not provide information about whether the water was leaking from the balloon and whether there were any holes or tears in the balloon.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used 2-way catheter with cut portion of inlet tubing. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. With the syringe attach the balloon passively deflated with no cuffing or leaks noted. Photo sample was returned and could not be evaluated for the reported failure. DHR is not required since the reported failure was unconfirmed. However, DHR was completed prior to the confirmation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.